Event description:
The endostitch would not snap closed to hold the needle. A new product had to be opened to complete the case. Product had patient contact but no patient harm. Manufacturer response for endo stitch, (brand not provided) (per site reporter). The product will be picked up by the rep and returned to the manufacturer.